Event description:
The iab leaked upon insertion. On 7/20/98, the following was reported to datascope: the 50 cc iab was inserted through the 10.5 french sheath. A leak occurred at the junction between the balloon and the shaft. Balloon insertion was aborted and another iab was inserted. There was no pt injury or complication as a result of the event. On 6/25/98, iabp was discontinued. The pt went for CABG on 6/26/98. [Event complications]: unk-reported 6/29/98; none-rpt'd 7/20/98. [Pt's current status]: CABG on 6/25-rpt'd 7/20.